Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found multiple external insulation abrasions breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to device can. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
This report is to advise of an event observed during analysis.